Event description:
Caller called to report, upon insertion of the iol into the focus, the haptic broke off from the optic and at the same time the haptic broke into two pieces. The surgeon has never seen this before and has spoke to the device rep about it later in that day. This part of the iol is not a standard one piece, it is a MFR's three piece lens. But, the actual haptic broke into two pieces while contained in the eye. The dr does not feel there was any fault with the loading of the iol to contribute to the brake. All fragments were able to be removed from the pt's right eye via incision and then sutured closed.